Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a patient alert sounded due to another occurrence of high impedance. The lead alert threshold was raised and the lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range and the impedance trend of the lead was variable.

Manufacturer narrative:
Concomitant medical products: 6935m lead, implanted (B)(6) 2015; (B)(4), implanted (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited several increases in impedance and was described as high. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient had experienced a fall at the time that the lead warning for impedance was triggered and that impedance had subsequently returned to normal. The physician reviewed an x-ray and the patient will continue to be monitored remotely.